Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the smart half height drawer 2.1 was failed to close, latch screws had fallen out, and the latch fell off which caused damage to the pyxibus module controller. A field service engineer (fse) had replaced the latch screws and properly secured the latch mechanism. Further, the fse had replaced the pyxibus module controller to resolve the issue and updated the controller firmware in hardware test application (hta), tested the drawer in hta and had the customer recover the failed storage space. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was unable to stay closed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.